Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient is status post op total hip. She was done approximately 10-12 years ago. She came in for follow up complaining of pain. Surgeon worked her up. Through testing he determined she had a high cobalt level. He scheduled her for revision surgery. The surgeon was done today (B)(6) 2017. Doctor noted no soft tissue damage. The head was secure on the stem with some evidence of metal debris. He removed the head with several strong hits with a mallet and tamp. The trunnion appeared to be in good shape. He removed and replaced the liner. He impacted a new sleeve on the stem. It was secure. He then impacted a ceramic head on the sleeve. The operation was completed successfully.

Manufacturer narrative:
An event regarding pain and elevated metal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: photos of explanted device shows black markings on the inner diameter of the head with some evidence of metal debris. Blood stains also noted on some part. -medical records received and evaluation: not performed as no medical records were provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported abnormal cobalt levels determined due to the minimal information received. Additional information, including operative reports, patient history, progress notes and additional x-rays are needed to further investigate this event. If further information becomes available this investigation will be reopened.

Event description:
Patient is status post op total hip. She was done approximately 10-12 years ago. She came in for follow up complaining of pain. Surgeon worked her up. Through testing he determined she had a high cobalt level. He scheduled her for revision surgery. The surgeon was done today (B)(6) 2017. Doctor noted no soft tissue damage. The head was secure on the stem with some evidence of metal debris. He removed the head with several strong hits with a mallet and tamp. The trunnion appeared to be in good shape. He removed and replaced the liner. He impacted a new sleeve on the stem. It was secure. He then impacted a ceramic head on the sleeve. The operation was completed successfully.